Event description:
Customer reported that two weeks prior, pt had tested with the freestyle meter and based the insulin dosage on that result. Customer reported losing feeling in the legs, getting symptoms of hypoglycemia, and losing consciousness within 30 minutes of the freestyle result. Paramedics transported the customer to the hosp. Intravenous treatment was administered. During the time of the initial call, precision testing was performed on the meter in question. Two consecutive freestyle readings were taken with results of 437 mg/dlo and 244 mg/dl.